Event description:
It was reported that the t:slim x2 pump battery would not charge and a power source alert occurred around the time the issue began. No adverse impact to the customer's blood glucose level was noted, and there was no mention of a pump shutdown or inability to turn it back on. The customer resolved the issue by changing the charging supplies, despite initially using non-tandem equipment, and was informed by technical support that using third-party supplies was not recommended. The pump began charging, and a replacement tandem wall adapter and charging cable were sent via two-day shipping.